Event description:
It was reported that the plastic case around the ventricular output connector of the external pulse generator was cracked. The generator was returned for service. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis confirmed the reported event, the lower case was broken. It was also noted that the upper case was broken, both bail covers were broken, the ring cover was missing, the ventricular output connector was broken, the battery contacts were compressed, the ring was missing, the battery drawer was broken, the keyboard was scratched and the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis measured capacitors in circuit, one capacitor failed testing, current testing was ok, typical observation observed when device was turned on, battery removal test failed. The capacitors were replaced, battery removal test then passed. Conclusion: confirmed battery removal failure caused by a capacitor component failure. (B)(4).